Manufacturer narrative:
(B)(4).

Event description:
A pt was having seizures. The reporter was unsure if the event was related to the pump. The drug delivered via the pump was lioresal. Add'l info has been requested, but was not available as of the date of this report.